Event description:
The user facility reported that after a phlebotomy procedure the phlebotomist tried to use device to transfer from syringe to bd tube. When they pushed the tube into holder the front hub part detached from the holder. No blood exposure reported.